Event description:
A pharmacist called on behalf of the customer. The customer received a blood glucose reading about 300 mg/dl from his contour meter and readings between 97-103 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer refused to provide his personal information or troubleshoot over the phone. The pharmacy replaced the customer's meter at his insistence. A replacement meter was sent to the pharmacy.

Manufacturer narrative:
A meter serial number was not provided, so it was not possible to determine a manufacture date.